Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The false upstream occlusion alarms were reproduced and confirmed through evaluation. Evaluation found the lower reading from the ultrasonic sensor was below specification. This condition was caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
During baxter's evaluation, a spectrum pump alarm falsely alarmed for upstream occlusion. There was no patient involvement.